Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of cap came off and peritonitis in a female patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the cap came off while the patient was at school. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment included unspecified vancomycin. On an unreported date in (B)(6) 2011, the patient had recovered from the peritonitis. An outcome for cap came off was not reported. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. The nurse stated the events were not related to dianeal therapy. On (B)(6) 2011 product surveillance contacted the facility and spoke with nurse regarding the report on this patient. Nurse confirmed that the transfer set was in use for a few weeks prior to this incident and that patient was at school when this occurred. She stated that the patient did receive a new transfer set and the mini cap was discarded and replaced. The nurse does not believe that this was a product malfunction, but a patient error. No further information was given at this time. On (B)(4) 2011 product surveillance contacted the patient's parent regarding the mini cap for this patient. Her father confirmed that the patient used the correct connection technique and had no difficulty when putting the cap on the transfer set. He stated that she was in class when it occurred and that she stood up and the set started to leak. He stated that there was no visible damage to the cap and that he doesn't believe the patient was doing anything at the time to cause it to come off. There was no further information given at this time

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no issues detected during the manufacturing of lot gd886119. The reported problem of connection issue was not confirmed because no samples were provided for laboratory examination. No root cause was able to be determined for the complaint.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow-up report will be submitted.